Event description:
Reporter stated that patient's blood glucose was measured, back-to-back, using the suspect device with results of 43 mg/dl and 238 mg/dl. Reporter noted that no action was taken based on these results. No pt injury was reported and no treatemt was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.